Manufacturer narrative:
Section h6: additional information. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low flow alarms; however, no pump stops were observed. The controller event log file contained data from (B)(6)2020. The pump was set to a fixed speed of 5400 rpm and operated at or above the low speed limit of 5000 rpm for the duration of the log file. The log file did not capture a pump stop within the submitted log file. The log file captured the flow operating within the baseline range of approximately 3.1 lpm to 4.9 lpm until (B)(6)2020 at 9:51:59 am when the flow decreased to 2.4 lpm then to 0.0 lpm at 9:52:12 am where it remained for the remaining duration of the log file. The driveline was disconnected on (B)(6)2020 at 10:28:31 am in order to exchange the patient¿s controller. 31 low flow alarms were captured while the patient was operating on hsc-061373. The log files appeared to capture the pump operating as intended. The account reported that the patient experienced shortness of breath and fatigue with no flow from their pump. Emergency medical services arrived and performed a controller exchange which reportedly resolved the patient¿s low flows, suggesting that there may have been a communication issue between the controller and the pump. The patient was assessed in the hospital, they were given a new controller, and discharged home. The patient remains ongoing on vad support with no further issues reported. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a pump stop over the weekend. The patient waited until emergency medical services (ems) arrived to switch to the backup controller. The pump was stopped for 20 minutes before the controller was exchanged. The controller exchange caused pump flow to resume and the patient stopped showing symptoms of fatigue and shortness of breath. The patient was sent to the local emergency department (ed) then was transferred to (B)(6). The ventricular assist device (vad) coordinator planned to return the controller and send log files for evaluation. A review of the log files noted low flow events beginning on (B)(6) 2020 at 9:52:09 am. During this time, the pump was running at the set speed, however the flow was recorded at 0. This could have been the result of a communication issue between the controller and the pump. In this case, it did not affect motor operation, but did display an incorrect value for the flow parameter. Also on (B)(6) 2020 at 10:28:31 am the driveline was disconnected and the controller was replaced. Technical support recommended that a computed tomography (CT) of the outflow graft because the patient was implanted before the clip was available. Patient was reported to be safe at home now. The controller was switched by emergency medical services (ems). The patient was reassessed in the hospital, given a new controller, and discharged home. Log files were available for analysis and have been received. Tracking information for the controller was not provided.